Manufacturer narrative:
.

Event description:
The following has been reported: agilia vp mc wifi and m46441000s: both available for collection. Detail of issue: during the administration of an infusion via the agilia vp mc wifi in the neonatal intensive care unit department the device alarmed for pressure occlusion. The venous access site was assessed to be patent and no apparent cause for occlusion. The device has been sent to the medical physics department along with the dedicated set, code m46441000s although batch number is not available at this time. The staff have reported this issue has been primarily a regular occurrence within their department using the m46444900s dedicated sets with lipid and tpn infusions. Flow rates are maximum 20ml/h. Staff report having attempted multiple options to troubleshoot and identify the cause. This has included disconnecting the dedicated set from the patient, increasing the pressure on the agilia vp mc wifi, and attempting to restart the infusion through the device without connecting to the patient - this demonstrated occlusion alarm with the pressure set at 200mmhg and not connected to a patient. This has resulted in staff changing from using the m46444900s which was required for the light protection to using m46441000s. It does not appear that any of the m46444900s involved in the incident have been kept for investigation. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No issue could be found during device history record review. Some alarms were found but data is insufficient to confirm the reported event or to be linked to a quality issue of the device. This may be due to a trigger adapted to the installation. "The reported device was received in brézins for investigation. Once in brézins, nothing was noticed during external check. Several functional tests related to the reported event were carried out, with the same reference of the set. All performed successfully and values were found compliant with IFU specifications compared to settings. The occlusion pre-alarm only started to be triggered constantly from the smallest needle sizes, type 30g onwards. The positioning of the device below the patient's level (less 30 cm) also triggered alarms we remind that the instruction for use (IFU) advise you to align the pump with the patient and to adapt the pressure thresholds according to the set-up (e.g. A very fine catheter and/or filters and/or non-return valves increase the natural pressure in the line). There was no technical or functionnal issue that could be identified for this device which worked as intended. As measure of precaution, it is advisable to adapt the pressure threshold to the set-up. "This complaint is considered as not valid.